Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a button alarm. Customer had elevated blood glucose levels 300 mg/dl. Customer delivered a manual injection to stabilize blood glucose levels. Tandem technical support educated the customer on how button alarms can be triggered.